Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had a spot with excessive new pain which occurred after they were assaulted and knocked to the floor. The patient was looking for a new pain health care professional (hcp) and a listing was provided. The patient had an appointment with their primary hcp in 10 days. The event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.